Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service to perform annual preventative maintenance it was discovered that the capnography is disabled and would not work. As the device was removed from service for preventative maintenance at the time of the discovery, there was no patient involved.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service to perform annual preventative maintenance it was discovered that the capnography is disabled and would not work. As the device was removed from service for preventative maintenance at the time of the discovery, there was no patient involved.